Event description:
It was reported that the pt had experienced difficulty recharging the pulse generator in 2/2008; there were communication or coupling issues between the ins and the recharger device. It was indicated that recharging attempts were made with bulky clothing or bandages present over the area of implant. The pt was redirected to follow-up with the hcp for eval of ins placement in the pocket. The field staff reported coupling or communication issues were ongoing at follow-up in the clinic; the rep could not obtain any black box indicators during attempts to recharge the ins on 3/5/2008. Palpation of the area to assess depth and position of the ins determined that ins placement was shallow; it was unk if the ins was flipped in the pocket. The pt provided that the device had not been reprogrammed by the physician and problems were ongoing, surgical revision was indicated. The physician reported that the pulse generator was flipped. During surgery to reposition the device, symptoms of infection was noted and total system explant occurred. The pt was treated for infection and wound healing at home with IV antibiotics. The pt outcome was reported as serious injury or illness that was on-going.

Manufacturer narrative:
.